Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of reui0981 showed no other similar product complaint(s) from this lot number.

Event description:
Pt had power PICC inserted on (B)(6) 2011. Two days after port inserted chemo given with no discomfort. Two weeks later blood drawn from port and flushed. Pt complained of discomfort. Next day pt had heart palpitations and returned to hosp. Pt admitted two additional times for atrial fib. Returned to have port flushed with noted pain. Cxr noted migrated tube.